Event description:
During a variable angle case on an unknown date, the 2.7mm screws were stripping out through the medial distal tibia plate. Three 38mm screws were involved as well. The head of the screw was actually stripped. This report is for an unknown cortex screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cortex screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.